Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements over the past year and are now greater than 2000 ohms. Additionally, high capture thresholds were observed. The alert limit for out of range impedance measurements was increased to 3000 ohms. The lead remains in service and no adverse patient effects were reported.